Manufacturer narrative:
A medtronic representative went to the site to test the equipment and found the collimator required replacement. After replacing the collimator the medtronic representative performed an imaging system checkout. The system was found to be fully functional. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported that during a spinal fusion procedure the imaging system displayed the error "initializing collimator". The site representative attempted to reboot the machine and invalidate home without resolution. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.